Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2020/ serial#: (B)(4), UDI #: (B)(4). Device available for eval? No. Mfg date: 30-jan-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the operator could not re-introduce the device in the device cup of the delivery system. It was noted that the operator tried to pull the tether but the delivery system handle did not worked. The leadless ipg was extracted and replaced. No patient complications have been reported as a result of this event.